Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This solicited case reported by a consumer, regarding a patient who took part of a patient support program (psp), concerns a (B)(6) caucasian female patient. The medical history of patient included hypothyroidism. The concomitant medications included insulin glargine and levothyroxine sodium, both for unknown indications. The patient received insulin lispro (humalog) cartridge via syringe, maximum dose of 2 iu per day but only as needed, subcutaneously, for treatment of type 1 diabetes mellitus, beginning approximately in (B)(6) 2010. In (B)(6) 2011, approximately six to seven months after the starting of insulin lispro, the application site turned purple with the use of syringe and the patient did not receive corrective treatment. Conflicting information was provided by initial reporter as the patient had already started to use humapen luxura half-dose in order to deliver insulin lispro approximately in jan2011 when she was visited by a company representative. According to reporting consumer the injection site hematoma still occurred occasionally (three or four times per year) after the starting of humapen luxura half-dose but only when the needle met a little vein (as reported). It was provided that the little spot was minimal with the pen but it always occurred when the syringe was used because the needle was very large. The patient did not recover from the injection site hematoma. In 2014, unknown time after the starting of insulin lispro via humapen luxura half-dose, the patient experienced hypoglycemia at dawn which used to last half hour and she received a yogurt with fruits as corrective treatment. On (B)(6) 2014 the patient was admitted to hospital due to a very serious hypoglycemia but she was discharged on the same day. The patient recovered from the hypoglycemia in 2014. As of 31jul2015 the glycemia was very well controlled. It was provided that needles were always reutilized and humapen luxura half-dose (lot number 1009g01) got jammed occasionally when the injection button was pressed and the application got prolonged. Treatment with insulin lispro was continued. This humapen luxura is associated with (B)(4). The mother of patient operated the device and she was trained by a company representative. The device model and the reported device had been used for four years and a half. The device return was expected and if device is returned, evaluation will be performed to determine if a malfunction has occurred. The reporting consumer considered the event of hypoglycemia related to insulin lispro, the event of injection site hematoma not related to insulin lispro and did not provide a relatedness opinion regarding the off-label use (patient of (B)(6) received insulin lispro). A relatedness opinion between humapen luxura half-dose and the events was not provided. This case is cross-referenced to case (B)(4). Update 04aug2015: additional information received on 03aug2015 from call center was processed with initial case. Update 11aug2015: upon review of this case, the case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
No further follow up is planned. Evaluation summary the mother of a female patient reported the injection button on her daughter's humapen luxura hd device got jammed occasionally when the injection button was pressed and the application was prolonged. She experienced hypoglycemia. Investigation of the returned device (batch 1009g01, manufactured september 2010) found green foreign material on the dial, causing excessive resistance when dosing. Malfunction confirmed. The user manual addresses correct care and storage of the pen to prevent contamination and instructs to not use the device if it appears broken or damaged and to contact lilly or your healthcare professional for a replacement pen. In addition, the user reported using the device for four and a half years. The user manual states that the humapen luxura hd has been designed to be used for up to 3 years after first use. A complaint history review of this batch did not identify any atypical trends with regard to injection force high or uneven. There is evidence of improper use or storage. The foreign material contamination occurred while in the field (not related to the manufacturing process). In addition, the user reuses needles, did not hold the injection button 5 seconds, and used the device beyond the recommended use period. These use issues may not be relevant to the complaint of hypoglycemia.

Event description:
Lilly case ID: (B)(4). This solicited case reported by a consumer, regarding a patient who took part of a patient support program (psp), concerns a (B)(6) caucasian female patient. The medical history of patient included hypothyroidism. The concomitant medications included insulin glargine and levothyroxine sodium, both for unknown indications. The patient received insulin lispro (humalog) cartridge via syringe, maximum dose of 2 iu per day but only as needed, subcutaneously, for treatment of type 1 diabetes mellitus, beginning approximately in (B)(6) 2010. In (B)(6) 2011, approximately six to seven months after the starting of insulin lispro, the application site turned purple with the use of syringe and the patient did not receive corrective treatment. Conflicting information was provided by initial reporter as the patient had already started to use humapen luxura half-dose in order to deliver insulin lispro approximately in (B)(6) 2011 when she was visited by a company representative. According to reporting consumer the injection site hematoma still occurred occasionally (three or four times per year) after the starting of humapen luxura half-dose but only when the needle met a little vein (as reported). It was provided that the little spot was minimal with the pen but it always occurred when the syringe was used because the needle was very large. The patient did not recover from the injection site hematoma. In 2014, unknown time after the starting of insulin lispro via humapen luxura half-dose, the patient experienced hypoglycemia at dawn which used to last half hour and she received an yogurt with fruits as corrective treatment. On (B)(6) 2014 the patient was admitted to hospital due to a very serious hypoglycemia but she was discharged on the same day. The patient recovered from the hypoglycemia in 2014. As of (B)(4) 2015 the glycemia was very well controlled. It was provided that needles were always reutilized and humapen luxura half-dose (lot number 1009g01) got jammed occasionally when the injection button was pressed and the application got prolonged. Treatment with insulin lispro was continued. This humapen luxura is associated with (B)(4). The mother of patient operated the device and she was trained by a company representative. The device model and the reported device had been used for four years and a half. The device was returned on 13aug2015. The reporting consumer considered the event of hypoglycemia related to insulin lispro, the event of injection site hematoma not related to insulin lispro and did not provide a relatedness opinion regarding the off-label use (patient of (B)(6) received insulin lispro). A relatedness opinion between humapen luxura half-dose and the events was not provided. This case is cross-referenced to case (B)(4). Update 04aug2015: additional information received on 03aug2015 from call center was processed with initial case. Update 11aug2015: upon review of this case, the case was opened to update the medwatch fields for regulatory reporting. Update 29sep2015: additional information received on 28sep2015 from the global product complaint database added the device specific safety summary, return date of the device, and the manufactured date of the device; updated the malfunction field to yes/not cirm;